Event description:
During a surgical procedure, the scissor tip fell off the handle and into the pt.

Manufacturer narrative:
Investigation findings: the scissor tip was returned and investigated. Customer's stated complaint that during a surgical pt. The scissor tip was visually inspected and mechanically tested and the scissor tip functioned as handpiece that was returned with the scissor tip was inspected. The visual and mechanical testing did not revealed any non-conforming performance with the device. The scissor tip and the handpiece were connected according to the instructions in the IFU. The result is a tight bond between the two devices. The connection was tested with a push and pull test. These tests were unsuccessful for separating the two devices and the customer's stated complaint could not be duplicated. However, failure to follow the IFU instructions, may have resulted in an incorrectly installed scissor tip which was not completely tightened onto the handpiece and may have become loose.